Event description:
User facility reported several of the sterile indicator tags for trays that go to the or (operating room) are very similar and easily confused.leading to potential use of an unclean or not sterile tray for a sterile procedure. User facility did not provide any samples, batch numbers or pictures.